Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced problems with this device. It was said that the device was not able to completely cycle, and the pump bulb is stuck and it doesn't reset. The patient attempted several troubleshooting but without any success. The patient will undergo office consultation to evaluate the situation. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced problems with this device. It was said that the device was not able to completely cycle, and the pump bulb is stuck and it doesn't reset. The patient attempted several troubleshooting but without any success. The patient will undergo office consultation to evaluate the situation. There were no patient complications reported.